Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. According to the photo a fluid droplet at the header cap is visible, but the cause of the reported failure is not visible. A batch review was conducted and there were no deviations found during the manufacture of this lot. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An external fluid leakage during treatment was reported from the ¿bottom¿ of the revaclear 300 dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.